Event description:
Sorin group deutschland received a report that the flow rate displayed by the s5 double head pump intermittently switched to zero during setup. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) MFR the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow rate displayed by the s5 double head pump intermittently switched to zero during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure. Troubleshooting was able to trace the failure to a defective hkr board. The board was replaced and subsequent testing did not identify any further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.